Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, failure to capture was noted on the right ventricular (rv) lead. Fluoroscopy was performed and dislodgement of the rv lead was confirmed. The lead was capped and replaced with a new lead to resolve the event. The patient was stable.